Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required to search the complaint database were not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine; however, wear of a polyethylene knee device after nineteen years implantation should not be unexpected. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
Patient was revised to address poly wear of the insert. A moderate amount of metallosis was also reported.